Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. The device is not available for analysis. This report is filed january 18, 2016. Device is not available for analysis.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.